Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported when completed her evening injection and removed from site needle was missing. No insulin was on site feels received her dose. Denied reuse on this injection. She called her doctor and spoke with the nurse. No doctors appointment made.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm pro experienced the cannula breaking off. The following information was provided by the initial reporter: consumer reported when completed her evening injection and removed from site needle was missing. No insulin was on site feels received her dose. Denied reuse on this injection. She called her doctor and spoke with the nurse. No doctors appointment made.